Event description:
Info rec'd indicates the head end brake casters will not engage into brake. Casters were found in the neutral position.

Manufacturer narrative:
The technician found the head end brake linkage was broken. He replaced the brake linkage to repair the bed.